Event description:
It was reported following an unrelated surgical procedure, the patient was unable to establish communication between the ipg and patient's programmer. No additional information is known at this time.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.